Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported one plus diffuse lamellar keratitis (dlk) of the patient's left eye one day post lasik. Patient was prescribed an oral steroid taper pack. Topical steroid dosage was increased. Patient has no complains. Patient reports good visual acuity and comfort. Upon follow up, dlk was reported to be completely resolved. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.